Event description:
It was reported that connecting screws for a 130 degree aiming arm broke. This resulted in the guide pin going through at a wrong angle. Another set was used and was already in the operating room. The procedure was delayed for approximately ten minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that both parts were scrapped. There were no anomalies which could have caused or contributed to this complaint. All records indicate the product released was manufactured to specifications.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.